Manufacturer narrative:
(B)(6).

Event description:
It was reported that the limb positioner would not maintain traction to the desired level. No patient injury was reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the unit's fine traction collar was no longer blue in color. The customer¿s images and video were also reviewed. A functional evaluation did not reveal any problems as the unit passed testing. The unit was attached to the test stand in the ¿start¿ position and the 20 pound spring testing weight was attached to the device. The unit registered 20 pounds as designed. The unit¿s fine traction collar was turned clockwise to achieve the extended position and the 20 pound spring testing weight was again attached to the unit. The unit registered 20 pounds as designed. The traction scale only registers the amount of pressure that is placed on the unit and should not fluctuate when the unit is in a stationary state and the patient¿s limb is also stationary. The uut passed the 20 pound spring test and all other components were checked and worked as designed; including the fine traction collar and rotation cam. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.